Event description:
It was reported that the patient presented for follow-up in clinic with dizziness and nausea. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) and the right ventricular (rv) lead exhibited noise oversensing. No intervention was made, and the patient status was stable.

Manufacturer narrative:
Correction: h6 section was updated.